Manufacturer narrative:
Evaluation summary: the last sampling is ok. Pfr submitted a mail to the customer. And we assess that the device has no issue and the concerned is at customer side.

Event description:
The scope was sampled three times without success. This event occurred at the time of installation. There was no report of patient harm.